Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of broken grip tips to be related to the customer reported complaint. The mega suturecut needle driver instrument was found to have a broken grip at the grip base and a piece approximately 0.1085" x 0.214" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips- tips is typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. No image or video was available for review. A review of the instrument logs for the mega suturecut needle driver (part number 471309-15/lot number k10211117 0100) associated with this event has been performed. Per the review, the mega suturecut needle driver instrument was last used in a procedure on (B)(6) 2022 on system sk2233. The alleged instrument had 6 uses remaining after the last procedural use. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the mega suturecut needle driver instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, one of the mega suturecut needle driver instrument jaws broke off and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with no report of patient injury. The mega suturecut needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.